Manufacturer narrative:
After following up with the customer it was noted that the device was repaired in the biomed shop but information regarding the specific part replaced was not provided. The device was put back into use. No further information was available.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient involvement.